Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument was not working properly. Jaws not closing properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchoseal instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The jaw cover was found to have tearing. Tears measure from 0.063¿ in length. There are no signs of thermal damage present at the end of any tears. No material was found missing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchoseal instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged grip ring. The instrument was placed on an in-house system, where it successfully passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. However, the grips did not open, likely due to the dislodged grip ring, which also rendered the grip open lever non-functional. The grip ring moved freely up and down the grip drive adapter. Additionally, findings unrelated to the customer-reported complaint included tearing on the jaw cover, with tear lengths measuring approximately 0.063 inches. No signs of thermal damage were present at the end of any tears, and no material was missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of dislodged grip ring is attributed to the manufacturing process. The probable root cause of torn jaw cover is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.